Event description:
Coughing [cough]. Choking [choking]. [Oral-b] brush head detached from the toothbrush [device breakage]. Case narrative: consumer via web stated that her brush head detached from the toothbrush during normal use. No serious injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.